Event description:
It was reported that an in-patient underwent a percutaneous coronary intervention (pci) to treat a lesion in the left main (lm) coronary artery. During the initial use of the shockwave c2 intravascular lithotripsy (ivl) catheter, the balloon delivered 10 pulses and then the generator displayed error 88. A second ivl was prepped and used, delivered 18 pulses. However, the same error occurred. Four days following the ivl treatment, the patient experienced acute severe chest pain which subsequently caused the treated left main to close abruptly. The physician performed a second pci to open the left main. It was reported that the calcium wasn't fully expanded because of incomplete expansion and due to inadequate calcium modification. The physician successfully treated the closed vessel with stent implantation and post dilatation of the vessel using a non-compliant (nc) balloon. Three days later, the patient suffered a second abrupt vessel closure. To date, there have been no updates on the status of the patient.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. For investigation therefore, a physical investigation of the device cannot be performed. Based on the reported event, two ivl catheters were used for this procedure. Both catheters displayed error 88 after delivering pulses. However, biomed tested the 2nd ivl and it performed as designed and no error occurred. The reported abrupt vessel closure occurred four days after the ivl treatment, and the patient experienced a second abrupt vessel closure three days later. A review of the manufacturing and test documentation for the subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. Reference:2nd ivl device (B)(6), model/catalog # c2ivl2512, lot # b210714c, expiration date: 07/31/2023, manufacturing date: 7/14/2021, UDI: (B)(4).